Event description:
Patient had a zoll life vest on. Patient went into a-fib and life vest may have defibrillated pt in rapid atrial fib. Then pt went into vtach and vfib and had to be manually defibrillated with crash cart. (B)(6) from life vest was notified at (B)(4). Vest was picked up by vaness bermont, including all vest, with all sensors, cables, power pack batteries and charger. FDA safety report ID:(B)(4).